Event description:
Reporter alleged blood glucose monitoring device generated a result of 800 mg/dl. Reporter stated doctor's device result was 200 mg/dl taken less than five minutes of the 800 mg/dl reading. Reporter indicated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.